Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low battery alarm and insulin flow blocked alarm on insulin pump. The customer's blood glucose was 485 mg/dl. The customer also experienced low of 52 mg/dl. The customer declined to troubleshoot for high and low blood glucose. The insulin pump and reservoir will not be returned for analysis.